Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's right eye (od). The surgeon reports "hyper vault". Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -13.5/+3.0/93 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was explanted and this resolved the problem. The cause of the event was reported as unknown. It was noted there is no plans to replace the lens and patient is happy. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#:(B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic broken. Dimensional inspection found the overall length (diameter) within specifications, but the width could not be measured due to the haptic broken. Claim#: (B)(4).